Event description:
The customer reported during preventive maintenance testing at the user facility, the device touchscreen had a delayed response when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the keys on the device touchscreen had a delayed response when pressed. There was evidence of contamination at the bottom of the lcd touchscreen. The probable cause is due to fluid ingress which altered the characteristics of the touch screen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.